Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the 200s and 300s mg/dl, for approximately 2 weeks ((B)(6)). Elevated bg levels were treated by manual insulin injection. Tandem technical support discussed possible causes of high bgs with the customer. The customer declined to troubleshoot.